Event description:
It was reported that the patient's system was explanted on (B)(6) 2021.

Manufacturer narrative:
The device history record of the associated devices were reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18439. It was reported that the patient was not getting adequate therapy due to lead migration. X-ray confirmed lead migration. There were high and low impedances present on several contacts on both leads. As a result, surgical intervention may occur to address the issue.